Event description:
The manufacturer received information alleging an oxygen calibration failure occurred and error codes in relation to prop_stuck, obm_valve_failure and o2_regulation were recorded in the device event log regarding a trilogy ev300 ventilator the device was not reported to be in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation. If any additional information is received, a follow-up report will be filed.